Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient went to the hospital because of inappropriate shocks. Oversensing was noted on the right ventricular lead, so the detections were turned off. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(4) 2011 14:34:45. Sensing - oversensing: 15 - ventricular nst<=200 ms on (B)(4) 2011 in the timeframe between 21:12:28 and 21:17:54. 21 - vf<=190 ms average v-cycle between (B)(4) 2011 18:14:49 and (B)(4) 2011 21:15:31. Sensing - interference/noise: ventricular short interval count v-sic=149.1 counts avg/day, in 50.28 days, between (B)(4) 2011 14:58:04 and (B)(4) 2011 21:36:18. Impedance - varying resistance/impedance: weekly pace lead impedance trend data shows an increase for max ventricular pace bi impedance= 912 to 1957 ohms peak between (B)(4) 2011 and (B)(4) 2011, then returning to a baseline of 912 ohms on (B)(4) 2011. The full lead was returned and analyzed. The proximal conductor was fractured, and the defib conductor was distorted. The outer insulation exhibited a cosmetic depression.